Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it was reported that the cause for the aortic malposition was due to a combination of lvot calcification and a quick inflation. The central regurgitation was corrected with the placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During implantation of a 26mm sapien valve via transapical approach, the valve was noted to move a bit aortic in the annulus; with mild/moderate central ai noted post deployment. The valve was positioned 50/50, but landed 60/40 aortic. The valve shifted due to a combination of lvot calcification and a quick inflation. The ai was resolved with the placement of a second valve in a 50/50 position to the native annulus. There was no central or paravalvular leak post deployment. The native aortic annular diameter was 27mm by tee and 22mm tte. The valve was moderately calcified and the aortic root was mildly calcified. There was moderate mitral annular calcification (mac) and no ventricular septal hypertrophy. During valve deployment, ventilation was held and there was no loss of pacing capture. The coaxial alignment of the valve and delivery system was good. The image intensifier angle was good.